Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver powered off while charging. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot or charge. The reported event of the device powered off while charging was confirmed via product. A probable cause could not be determined via product.